Manufacturer narrative:
Testing and investigation found the device would not power on. This was due to corrosion caused by aa battery leakage found in the battery compartment and on the middle circuit board. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center by the customer contact who requested a yearly maintenance and calibration. There was no indication of a reportable malfunction. However, during verification testing battery leakage was found in the battery compartment of the device.